Event description:
Information was received from a health care provider (hcp) via manufacturer representative regarding a patient who was receiving mor phine at an unknown concentration and dose via an implantable pump. It was reported that the patient showed signs of infection post-operative at the site of the implant. The patient was implanted with an 8637-20 on (B)(6) 2022. Upon receiving the implant the patient was sent to a skilled nursing facility and where the staff was not compliant with post-procedural guidelines from the physician. Due to this the patient's incision began to show signs of infection. Additionally no dressing changes or wound checks were conducted and the patient didn't pick up their antibiotics from the pharmacy. It was unknown if diagnostic/troubleshooting was done. As an intervention, the pump and catheter were both explanted. The patients weight and medical history were asked but are unknown. The issue was resolved at the time of the report and the patients status was alive no-injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.